Event description:
It was reported that (4) devices were used during an unknown procedure. It was reported by the rep that the (2) mcs20 and (2) msm20 devices were cutting vessels, and not clipping the vessels.